Manufacturer narrative:
Weight reported as (B)(6). Date of event: unknown. Device has not been explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a trauma case both sternal fixation and rib fixation were implanted on (B)(6) 2014 and the surgery was completed successfully with no delay in surgery. The hospital reported on (B)(6) 2014 that one of the approximately twenty screws implanted has dislodged or has backed out. The surgeon was happy with the patient progress and feels no need for re-operation. This is report 1 of 1 for (B)(4).